Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. There was also some undersensing via reduced intrinsic amplitudes. There were no additional adverse patient effects. The system remains implanted.